Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead had dislodged. Increase in threshold and decrease in sensing were observed. The lead was capped.